Event description:
On 10/13/99 the account reported an axsym ethanol result of 1.72 mg/dl. The physician questioned the result as the pt was obviously intoxicated. The sample was repeated and was >300 mg/dl. The sample was then diluted 1:2 and was 326 mg/dl. There was no impact to pt treatment. No injury was reported.